Event description:
It was reported that the patient's implantable cardioverter defibrillator incorrectly identified supraventricular tachycardia (svt) rather than true ventricular tachycardia, resulting in failure to deliver high voltage therapy. Programming changes were made. The patient was stable.